Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter (one touch verio iq) read inaccurately low compared to another device (unknown brand). The reporter claimed obtaining a blood glucose reading of ¿5.5 mmol/l¿ with the subject meter and between ¿7.0-8.0 mmol/l¿ on another device. The tests were performed within an unknown time of each other. The complaint is being reported because the reported results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.